Event description:
We report that during a stenting treatment procedure with synergy stent (boston scientific corp (B)(4)), stent dislodgement occurred. A 2.5 x 38 mm synergy stent was selected to treat an unspecified lesion location. When we carefully removed the stent delivery system from its protective tubing for preparation of the delivery system, we noticed that the stent was dislodged and fractured. This has happened three more times with this stent. Synergy stents sizes were: 2.25 x 38mm, 2.25 x 32 mm and 3.5 x 32 mm. This occurred in different procedures and always with long stent sizes.